Event description:
The customer reported having unexplained high blood glucose. The customer stated that her blood glucose has been running higher than normal since she received the replacement of the device. The caller stated that she was hospitalized with blood glucose over 500mg/dl. The customer did not feel comfortable and requested the device be replaced. The caller stated that the doctor figure out the insulin pump setting was set improperly, and the high was also not set. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.